Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer used juice and glucose tablets to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed and a hardware low level failures alarm was received during a self test. The customer saw that a bolus they had attempted giving 4 hour earlier had not been delivered. The insulin pump will not be returned for analysis.